Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with adc sensor compared to readings obtained on the built-in reader. A sensor scan result 131 mg/dl was obtained and compared to an unspecified reading and customer received unspecified third-party treatment. No further details were provided as call was disconnected and attempts to reach the customer have been unsuccessful thus far. A sensor scan result of 245 mg/dl was obtained compared to a built-in reader result of 111 mg/dl and the results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.